Event description:
It was reported that the patient went to the emergency room (ER) with increasing lethargy and that the patient was unresponsive at home. The patient was reprogrammed and the logs were checked for troubleshooting. The patient was under the general pain service. The patient was discharged from the hospital. Additional information received reported that the event was attributed to an overuse of the patient¿s oral medications. The event was not due to the pump or the catheter. It was assumed that the issue was an overuse of oral medications. The pump was infusing morphine (unknown). The patient had recovered without permanent impairment. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).